Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0b3py, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was stated they had to void 3-4 times an hour and it had gradually become worse. It was noted they were completely emptying when they void and had to go 4-5 times to completely empty their bladder. It was stated the patient had no stimulation sensation. Reportedly, these symptoms occurred following an MRI scan of their head and c-spine on (B)(6) 2014. It was noted the reason for the scan was the patient had a stroke. It was stated it was set to the lowest setting and a manufacturer representative turned their device off for the procedure. It was stated it was turned back on afterwards and the patient didn¿t feel it but they weren¿t concerned at that point with all the other things their body had been through. It was noted the patient had increased their settings but still hadn¿t felt the stimulation since the MRI but prior to the MRI they always felt the stimulation. It was confirmed that the patient¿s stimulation was on and the patient had tried all the different programs as well. It was also mentioned that since the stroke the patient had no feeling on the left side of their body.